Event description:
It was reported that during surgery the blocks did not fit. The surgeon didn´t use the blocks and changed the technic in order to complete the surgery. No delay was reported.

Manufacturer narrative:
The associated legion visionaire cutting block kit was not returned for evaluation. Therefore a product evaluation could not be performed. However, case details have been provided. Therefore, an evaluation was conducted based on the information received. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, all upstream parameters were found to be within visionaire standards. No root cause could be determined for block fit complaint based on the limited information provided. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.